Manufacturer narrative:
The actual sample was not available for investigation however, a drawing of the device with the location of the leak was provided for evaluation. The drawing showed that the leak was located at the level of y-connector of the replacement line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.